Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. This report is based on allegations set forth in plaintiff¿s notice and the allegations there in are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-00462 & 00525).

Event description:
Legal counsel for patient reported that patient underwent a left total hip arthroplasty on (B)(6) 2007. Subsequently, patient was revised on (B)(6) 2013 due to an unknown reason. The modular head and acetabular cup were removed and replaced. It was further reported that patient may be bilateral with right side implanted on unknown date and revised on an unknown date. Review of invoice history confirms the left hip initial implant and revision dates. No information for the right hip could be found. This report is based on allegations set forth in plaintiff¿s notice and the allegations there in are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent a left total hip arthroplasty on (B)(6) 2007. Subsequently, patient was revised on (B)(6) 2013 due to an unknown reason. The modular head and acetabular cup were removed and replaced. It was further reported that patient may be bilateral with right side implanted on unknown date and revised on an unknown date. Review of invoice history confirms the left hip initial implant date. No information for the right hip could be found. This report is based on allegations set forth in plaintiff's notice and the allegations there in are unverified. Additional information received in the patient's revision operative report noted patient underwent a right hip revision on (B)(6) 2013. The reason for the revision was pain and pseudotumor. Operative report further noted large pseudotumor, serosanguineous fluid, thickening of synovium, osteolysis, mild black staining, metal debris, reactive synovial tissue, fibrous tissue, and minimal bony ingrowth. The modular head, acetabular cup and liner were removed and replaced with a legacy biomet ceramic head, taper adapter, liner, and cup.